Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly. Device was also received with the serial number label faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received hardware low level failure alarms and labeling anomaly. Customer's blood glucose value was 249 mg/dl. The customer states that they were able to clear alarm. The customer states they were able to rewind the insulin pump. The customer reported that fill cannula was recorded in daily history. The customer reported that they performed self test and it did no pass. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.